Manufacturer narrative:
Initial reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the stardrive screwdriver t8 was returned with a broken handle. There was no patient involvement. This report is for a screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection of the complaint device, the rotary end cap was found apart/unattached. It can be seen that the glue/adhesive between rotary end cap and handle is cracked/failed. The complaint cannot be confirmed for the reported broken condition as there is no breakage found to the returned device. The distal tip's threads were found slightly stripped/worn. A dimensional inspection was not performed as no breakage found to the returned device as observed during the visual inspection. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Although a definitive root cause could not be determined, it is likely that the complaint condition occurred due to the cumulative effect of routine use or worn from repeated servicing during its 10-year lifespan. It is also possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.110.007. Synthes lot # 6154236. Supplier lot # na. Release to warehouse date: 08 jun 2009. Manufactured by synthes brandywine. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.